Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a black screen, had no power, and would not turn on. A field service engineer found that the power supply module power cord connector was broken, and the power cord was unable to be plugged into the power supply. Removed and replaced the power supply module to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the screen was black, there was no power, and the unit would not turn on. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.